Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported "capsular contracture baker grade iii" against left device. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture was received on july 19, 2022, with lot number 3081108. Analysis of the returned device identified: weight to spec, white particles in the shell, wear abrasion and crease fold. Cloudy and air voids in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported "capsular contracture baker grade iii" against left device. The device has been explanted.